Event description:
It was reported that following an automobile accident in (B)(6) the stimulator had not provided the same therapeutic benefit to the patient. It was also reported that the patient was charging more than expected, and having difficulty getting a full charge into her battery. The previous day the patient had worn the recharger all day and could only charge a third of her battery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not holding a charge. This had reportedly been going on for a year. The ins only charges half way, and once stimulation is turned on it is dead within 2 hours. The patient also had pain at the implant site a couple of days following recharging. It was reported the patient had seen a manufacturer's representative who had said the device was working, but it was not stated when this had occurred. Additional information received 3 days later reported the patient was getting 'full ins' the first 6 months with stimulation, but the last 6 months she was unable to get full ins charge. While recharging it was possible to achieve 8 out of 8 coupling bars. An impedance check found normal impedances. The patient was satisfied with stimulation coverage. Recharge diagnostics determined the patient had not been charging daily, and had reached more than 50% charge level multiple times. It was noted that the patient should be able to charge to 100% with more frequent recharging.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3998, lot# la5341, implanted: (B)(6) 2002, explanted: na. Extension: model 7495-25, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Extension: model 7495-25, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).